Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a defect in the device, as well as the recall/advisory notification on this model/device. Reference was made to an injury that was not specified. It was noted that the patient had several episodes that necessitated the replacement procedure earlier than anticipated.